Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to verify the prime anomaly or perform the occlusion, prime, excessive no delivery, self test or unexpected restart error tests due to the compromised force sensor alarm. The pump passed the displacement and operating currents test. The pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, a broken reservoir tube lip, a cracked belt clip slot, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump is stuck in the rewind process. Troubleshooting found that the esc button does not function and cannot go back to the main menu screen on the display. The customer's blood glucose reading was 133 mg/dl at the time of incident. The pump did not revert to normal after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.